Event description:
The customer reported that the monitor was displaying a speaker malfunction message. Audio being emitted from the monitor could not be confirmed. No adverse patient impact was reported as a result of this failure.

Manufacturer narrative:
(B)(4). In an abundance of caution, we will report this incident as the user would not hear the alarm at the primary monitoring source which may lead to a delay in patient care. Product labeling states: warning - do not rely exclusively on the audible alarm system for patient monitoring. The most reliable method of patient monitoring requires correct operation of the monitor and close observation of the patient. A follow up report will be submitted upon completion of the investigation.